Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, intraoperatively the instrument fractured at the welding seam when inserting the cage. No fragment remained in the patient. A second instrument was used for the final insertion of the cage. There was no significant delay and the procedure was completed successfully without any patient harm. This report is for one (1) viper 2 system multi-piece screw extension closed. This is report 2 of 2 for complaint (B)(4).